Manufacturer narrative:
On 05 january 2016, the medical affairs performed the following clinical evaluation while checking the x-ray: according to report, signs of infection were detected, few weeks after primary tha. Infection not confirmed yet, but further surgery was undertaken in order (probably) to clean locally. During this procedure, head and insert were exchanged: this is standard procedure in such a case and there is no reason to suspect that the origin of the problem was implant related. Batch review performed on 19 january 2016: lot 151721: (B)(4) items manufactured and released on 26 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Double mobility hc liner code 01.26.2850mhc, lot. 152689 (k092265): (B)(4) items manufactured and released on 08 september 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional information received on 20 jan 2016: the pathology was p. Acnes. Not available.

Event description:
The patient had signs of infection so the surgeon performed an incision and drainage of her hip. The head and liner were swapped out, using a cobalt and chromium head, instead of the ceramic head. The explants will not be returned.

Manufacturer narrative:
On 23 march 2016 it was prepared a final report with the information already submitted in the intial report. On 05 april 2016 the report was sent to the initial reporter and the case was closed.